Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) passed away in his sleep during pd therapy on the homechoice (hc) cycler. The hp died at home. The cause of death is unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) the home patient died on an unknown date in 2013. Return of the device has been requested, however, it has not been received as of this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.